Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305922. Batch # 1354640. It was reported by customer that the needle was not functional, stating ¿another one where the needle wasn¿t worth a crap. They are terrible¿. The customer dropped the guidewire while dealing with the needle and had to open a new kit to replace both items. Verbatim: rcc received a complaint via email. Email(s) attached. Item# 305922. Lot# 1354640. On 14 aug 2024, the customer reported that the needle was not functional, stating ¿another one where the needle wasn¿t worth a crap. They are terrible¿. The customer dropped the guidewire while dealing with the needle and had to open a new kit to replace both items. Additional customer response on august 17, 2024: could you please provide a detail description of the issue for cr-24-056? ¿when preparing the syringe for injection procedure, the needle was attached, and the saline solution could not be infused due to the clogged needle. It was pushed the syringe piston forcibly and still solution could not be infused.¿ can you please provide an exact date of event in format (mm-dd-yyyy) for cr-24-056? August 14, 2024.

Event description:
No additional information received. Material # 305922; batch # 1354640. It was reported by customer that the needle was not functional, stating ¿another one where the needle wasn¿t worth a crap. They are terrible¿. The customer dropped the guidewire while dealing with the needle and had to open a new kit to replace both items. Verbatim: rcc received a complaint via email. Email(s) attached. Item# 305922; lot# 1354640. On (B)(6) 2024, the customer reported that the needle was not functional, stating ¿another one where the needle wasn¿t worth a crap. They are terrible¿. The customer dropped the guidewire while dealing with the needle and had to open a new kit to replace both items. Additional customer response on august 17, 2024 1. Could you please provide a detail description of the issue for (B)(4)? ¿when preparing the syringe for injection procedure, the needle was attached, and the saline solution could not be infused due to the clogged needle. It was pushed the syringe piston forcibly and still solution could not be infused.¿ 2. Can you please provide an exact date of event in format (mm-dd-yyyy) for (B)(4)? August 14, 2024.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 305922 and lot number 1354640. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence.